Manufacturer narrative:
A visual examination of the returned device found the stent partially deployed. The clear outer sheath was kinked at several locations. During analysis, the stent was unable to be fully constained; however, the stent was able to be fully deployed. Stent cover damage was noted at the distal end of the stent. The shaft was dissected and a greenish yellow, thick, sticky substance was noted inside the clear outer sheath. No issues were noted with the profile of the inner lumen. The condition of the returned device was consistent with the complaint that the stent was unable to be fully reconstained. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinked outer sheath and thick substance are likely due to procedural/anatomical factors and the most probable root cause is operational context. A review of the complaint database revealed no similar complaints for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex covered biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complaint, the patient had a short stricture approximately 4-6mm in diameter within the mid common bile duct. The anatomy was not tortuous; however, dilatation was performed prior to stent placement. The physician partially deployed the stent within the duct. However, when the physician attempt to reconstrain the stent, the stent would not fully reconstrain. The stent was removed with 1.5cm of the stent deployed. Upon removing the stent system from the patient, it was noted that outer sheath of the deployment catheter was kinked. The procedure was completed with another wallflex covered biliary stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex covered biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complaint, the patient had a short stricture approximately 4-6mm in diameter within the mid common bile duct. The anatomy was not tortuous; however, dilatation was performed prior to stent placement. The physician partially deployed the stent within the duct. However, when the physician attempt to reconstrain the stent, the stent would not fully reconstrain. The stent was removed with 1.5cm of the stent deployed. Upon removing the stent system from the patient, it was noted that outer sheath of the deployment catheter was kinked. The procedure was completed with another wallflex covered biliary stent. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine.